Event description:
The hearing aid pt reported that the wax guard from her h/a was missing. The h /a specialist found the wax guard in her ear, and removed it. There was no further injury, no redness, swelling or drainage.